Event description:
The user facility reported that during priming of the oxygenator circuit, a fluid leak was noted at the gas inlet port location. The unit was changed out prior to the initiation of the bypass procedure. There was no pt involvement and the bypass procedure was completed without incident.